Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) has EKG issue. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate and was able to reproduce the reported failure. The fse checked visually the trunk cable and leads and was able to verify lead source was set to lead I. The fse set lead source to lead ii. The fse then ran all functional testing and safety check to factory specifications. The unit passed all tests performed and was returned to the customer and cleared for clinical use.